Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to wear and tear damage sustained over time. The manufacturing date is 2016.

Event description:
On 10/22/2025, a facility representative reported via (B)(4) that an ar-9233 pegged glenoid broach back platter broke off when the surgeon nailed the back of it during a procedure. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.